Manufacturer narrative:
Patient¿s ID was not provided for reporting. Additional device product code: ktw. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery on a closed fracture of the tibia's diaphysis by a reduction and an osteosynthesis with tibial and fibular plates. A removal of the osteosynthesis material and a placement of an external fixer were necessary because of a scar flow. On (B)(6) 2018, patient underwent removal surgery. During the removal surgery, to remove the titanium plates, the surgeon cut the external and internal plates with a cut-broch clamp. The removal of the internal plate was more complex and longer than the removal of the external plate. Plates had to be cut because of a defective screw thread on the two screws. This incident could cause a high risk for the patient. However, no clinical consequences for the patient reported. Devices were removed, and surgery was completed successfully with two hours delay. All generated fragments were removed from the patient. Patient was treated by antibiotherapy for an osteoarticular infection. Patient¿s condition was reported as stable. This (B)(4), captures the post-operative infection and required removal surgery. Intraoperative incident during the removal surgery is captured under (B)(4). This report is for one (1) 3.5 mm ti locking screw self-tapping 35 mm. This is report 2 of 4 for (B)(4).

Event description:
Further it was reported that the infection occurred after the first surgery on (B)(6) 2018 and the removal of the material on (B)(6) 2018 was due to the infection and the scar flow. This report captures the post-operative infection. Due to system limitations, patient infection is also addressed in (B)(4). The defective screws are addressed in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 413.035, lot: l744264: manufacturing site: grenchen, release to warehouse date: 17. Jan.2018: the device history record shows this lot of 238 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection: the complained screw is still blocked in the plate. There are mechanical damages on entire part's surface. Furthermore, the screw recess is badly damaged. Dimensional inspection: as the screw is still blocked in the counterpart, the relevant features were not able to be measured. Document/ specification review: as indicated in the manufacturing documents, this lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Material review: not required as root cause is use related. Summary: our investigation has shown that the complaint condition is confirmed as the screw is still blocked into the plate. We are not able to determine the exact cause of this occurrence. Multiple factors can lead to technical difficulties during removal of plates with screws. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.